Manufacturer narrative:
Unknown/ not provided. Per EU regulation 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If explanted, give date: not applicable, as lens remains implanted. Telephone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the preloaded intraocular lens (iol) was about to be inserted into the patient's left eye, the haptic came out rotated clockwise, instead of counterclockwise or anticlockwise (as it should) by torsion of the haptic. This event forced the doctor to reposition the haptic, brushing the posterior capsule, placing the patient at evident risk of capsular rupture. Account indicated that the lens was improperly loaded. The lens is not available for evaluation as it remains implanted. There was no patient injury reported and no additional interventions were required. Patient has fully recovered. No further information provided.